Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Baker grade iii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and presence of pericapsular free fluid in small amount.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and "multiple folds of polymer and presence of pericapsular free fluid in small amount". The device remains implanted.